Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6) and the reported events cannot be conclusively determined through this evaluation. The submitted log files contained identical data. No atypical alarms or events were captured in this log file and the pump operated above the low speed limit for the duration of the file. This file appeared to show the pump operating as intended. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The hm ii lvas IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents explain that all heartmate ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Furthermore, these documents address all hazard and advisory alarm, as well as how to respond to each alarm condition. The hmii lvas IFU and patient handbook address all system controller alarms (including low battery advisory, no external power, driveline disconnected, low speed hazard, and pump off alarms) and how to respond to such events. These documents state that the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The relevant sections of the device history records for vad-20712 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 11may2018. The heartmate ii lvas IFU, and the heartmate ii patient handbook are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Furthermore, section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. Section 2-12 states that if the driveline disconnects from the system controller, the pump stops. Promptly reconnect it to resume pump operation. Section 7, titled ¿alarms and troubleshooting¿, addresses all system controller alarms (including low battery advisory, no external power, driveline disconnected, low speed hazard, and pump off alarms) and how to respond to such events. The hmii lvas patient handbook is also currently available. Pages 20 and 131 state that the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report number 2916596-2021-03301. It was reported that the patient came into the clinic due to "red alarm" that occurred numerous times 1 month ago on the mobile power unit. The flow was at ---, rotations per minute were at 2000 and power was at 12 watts during the event. The patient changed their controller of their own accord but the alarms still continued. The equipment and driveline appeared to be in good shape. Log file analysis captured no unusual events in the file.